Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported.  The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. There was evidence of contamination. The device's inlet filter needs to be replaced to preventive maintenance.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported.  The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.